Event description:
Rn pulled patient's etoposide (chemo) out of the chemo bag, hung it on the hook, and saline/chemo started spilling out. The tubing was not connected to the patient. Rn attempted to clamp tubing, but tubing had disconnected just below the clip that gets inserted into pump.